Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2008. During the procedure, the balloon catheter overheated and was removed. A second device was used to complete the procedure. Upon removal of the second device, burns were found on the pt's cervix and vagina.

Manufacturer narrative:
Date sent to the FDA: 07/23/2008. Thermal injury occurred - conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch #2210968-2008-00589 as the same pt is represented in each medwatch.